Event description:
It was reported the patient's leads were to be explanted and replaced due to migration (reference MFR report: 3008829311-2017-01014 and MFR report: 3008829311-2017-01015). During the procedure, the physician was unable to implant a lead due to patient anatomy. The physician abandoned the implant portion of the surgery.